Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the saw blade coupling of the handpiece was broken, the hollow shaft of quick coupling was loose and could be unscrewed from the saw head easily without any force, the front portion of the quick coupling showed signs of dents, there were traces of water found inside the handpiece after disassembling, and the spacer disc was missing from the assembly. The device also failed pretests for general condition and check saw blade coupling. Therefore, the reported condition was confirmed. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. The assignable root cause was traced to user error. UDI: (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an osteotomy surgical procedure on the right knee, it was observed that the battery reciprocator device tip broke during use. It was reported that there were no delays in the surgical procedure and the surgery was completed with an unknown spare device. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.